Event description:
The customer reported the device shut down. There is no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.